Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had power error detected on insulin pump. The customer¿s blood glucose level was 12 mmol/l. Troubleshoot was done for power error detected alarm. Advised to monitor the insulin pump. The insulin pump will not be returned for analysis.